Event description:
It was reported that a user¿s caregiver requested to discontinue use of the ilet due to frequent low glucose episodes, difficulty removing the anchor to pause for showering, and the absence of a desired exercise feature after approximately six weeks of use with prior training and provider awareness. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed cause unclear for hypoglycemia, and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.